Event description:
During a procedure, a coronary sinus dissection was identified with a contrast agent. The physician elected to terminate the procedure to resolve the event. The patient was in stable condition.

Event description:
During a procedure, a coronary sinus dissection was identified with a contrast agent. The physician elected to terminate the procedure to resolve the event. The patient was in stable condition.